Event description:
It was reported that during a coronary stent procedure the balloon catheter became stuck in the stent, leading to compromised flow. The pt was sent to surgery for removal of the balloon catheter. The pt status is listed as "stable".

Manufacturer narrative:
H.2 it appears the balloon catheter will not be returned, so no returned product analyis will be available.